Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette. Patient stated she dropped the patient line on the ground and had fluid leak on her leg. Nurse stated that the patient is doing fine and had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within 3 months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.